Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log indicated entries for ¿force sensor test¿ and ¿check clutch/plunger lever.¿ a 12-month service history review confirmed no additional records during that period. Visual inspection and functional testing were performed. The reported force error, along with the device log review, showed repeated ¿force sensor test¿ and ¿check clutch/plunger lever¿ events. However, the error could not be duplicated during testing. The force sensor, worm gear, and clutches were replaced. The probable cause was determined to be force sensor issues combined with normal wear and device aging. After repair, the device successfully passed all functional tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a force error. There was no patient involvement, no injury was reported.